Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that a patient was scheduled for a thyroidectomy with monitoring. Patient was intubated without difficulty. The patient was repositioned after intubation, from a neck-flexed position to a position with neck extension and it was after this repositioning she became difficult to ventilate. A bronchoscopy was performed and it was noted the balloon on the tube had moved downward along the tube, occluding the open end of the tube. The tube was removed, the patient extubated and re-intubated. Immediately after reintubation, the patient showed marked improvement with ventilation. Upon follow up it was reported that 6 ml was the amount of air used to inflate the cuff. The cuff was inflated to minimum occlusive pressure, no mention of monitoring. The cuff was not deflated before repositioning the patient from neck-flexed to neck-extended, and then re-inflated once the patient was set. The peak airway pressure greater than 40cm of water, total volume 100-200 cc range were clinical symptoms noted during difficulty of ventilation. The second tube used was standard oral endotracheal tube. The procedure was not completed with the second tube. The patient was discharged to home.